Manufacturer narrative:
As of (B)(6) 2021. The patient was transitioned back to a berlin heart blood pump on the right side and patient condition had improved.

Event description:
Berlin heart was informed by the site on (B)(6) 2020 that a patient being supported with the excor pediatric vad system in the bvad configuration experienced acute respiratory decompensation after developing a pulmonary embolism. On (B)(6) 2021 the patient developed arrhythmia requiring intubation, initiation of inhaled nitric oxide, and medical paralysis. The pumps was full fill and ejection. Fibrin was found in the right side blood pump. The right side pump was transitioned with a centrifugal pump with an oxygenator in line.